Event description:
It was reported that the lead had placement difficulty due to tissue retention on the helix after repositioning. The lead was attempted but not used. A different lead was used to implant successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).